Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was detached from the balloon, it was returned expanded, and it was damaged in a few places. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24may2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 3.00x16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A 3.0x12mm synergy¿ stent was advanced but also failed to cross the lesion. A non-bsc guide extension catheter was used to deliver the stent; however, still the stent failed to cross the lesion. Since no pre-dilation was performed, it was then decided to use the stent delivery system balloon of the 3.00x16 synergy¿ stent. The balloon was inflated outside the patient and took the stent off. The balloon was used as an anchor balloon. A non-bsc guide extension catheter was re-used to deliver the 3.0x12mm synergy¿ stent and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment and stent damaged.